Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.